Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2018 (58 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection of the returned blood pump is indicative of a defective air-side layer. A detailed follow-up report will be submitted upon analysis of the blood pump.

Event description:
Berlin heart inc. Was contacted by the clinic via the hotline to report an increased alarming of the stationary driving unit, ikus, of the left excor blood pump of a patient supported in the bvad configuration. The clinic provided a video of the incident that showed the pump was not ejecting 100%. Upon review of the video, berlin heart inc. Recommended an immediate exchange of the affected pump. The patient's condition deteriorated during this incident. However, the patient stabilized shortly after the exchange of the blood pump but placed on lasix drip to help dry up the lungs.

Manufacturer narrative:
Exemption number: e2013009. (B)(4). An air cushion was detected during initial visual examination of the returned blood pump. The blood pump was tested for functional performance and did not meet its required functional performance. For further investigation, the pump was submitted for an external CT examination where an air cushion was confirmed between the air-side layer and middle layer of the triple-layer membrane. The pump was then disassembled for further testing and the membrane layers were individually inspected. A leak was detected in the air-side layer along the rolling radius of the stabilization ring and a leak also detected in the middle layer, close to the center of the membrane. Furthermore, graphite agglomerates were found between the membranes. The blood-side layer of the triple layer membrane was found to be intact. At the time of investigation, the membrane thickness was found to be within specification for all the three layers including at the defect regions. The cause of the failure was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points,which finally led to the defect in the air-side and middle layer of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion, causing the reduced pump performance (incomplete filling and emptying).